Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer. The specific date of the event was not known, but it occurred in late (B)(6) 2018. A patient sample collected in late may initially resulted with a ft4 value of < 0.023 ng/dl and this value was reported outside of the laboratory. On (B)(6) 2018 a second sample from the patient was tested, resulting with a value of 1.34 ng/dl. The physician questioned the difference in results between the two samples. The customer pulled the late may sample from storage and repeated it. The repeat value was 1.17 ng/dl. No adverse events were alleged to have occurred with the patient. There were no reports of health deterioration of the patient. The ft4 reagent lot number and expiration date were asked for, but not provided. The investigation was unable to find a definitive root cause.